Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted, concurrently with a hysterectomy, due to stress pelvic organ prolapse. On (B)(6) 2011, the patient underwent mesh implantation due to stress urinary incontinence. The patient experienced pain, infection, urinary problems and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria this is one of two medwatches being submitted. See also medwatch 2210968-2013- 03101. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat constipation, rectal prolapse, cystocele and rectocele. It was reported that the patient had the concurrent procedures of cystoscopy; davinci-assisted sigmoid resection w/ lap re-anastomosis and rectopexy performed during mesh implantation. It was reported that patient underwent davinci-assisted sacroservicopexy, davinci-assisted paravaginal repair, cystoscopy and peritoneal biopsy on (B)(6) 2012 due to pelvic organ prolapse. No additional information was provided.

Manufacturer narrative:
.